Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had wound dehiscence over the ipg site. The patient will undergo a revision procedure.